Event description:
Subsequent to the initial report filing, additional information was received stating that some force was applied to the device during the crossing attempt, and the hypotube subsequently separated during the crossing attempt.

Event description:
It was reported that in during the attempt to cross the moderately calcified lesion, the trek balloon catheter kinked near the junction between the hypotube and the valve connected with the indeflator. There was not much force applied. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis noted a separated hypotube.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Against resistance. Evaluation summary: the device was returned for evaluation. The shaft kink and separation were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states that if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the application of force during advancement contributed to the shaft separation.